Event description:
The user facility reported that the parenchyma of a patient's left kidney was perforated during a procedure. Follow-up communication with the user facility confirmed that: the patient underwent a cysto / ureteroscopy with laser lithotripsy, stone extraction, ureteral stent placement procedure during which a glidewire was used; following the procedure, the patient developed severe hematuria and hypotension; the patient was transfused with 4 units prbc and the hemoglobin improved, but did not adequately resolve the patient's symptoms; a CT scan showed "renal parenchymal perforation by the vl stent"; it is unknown which device in the initial procedure may have caused the perforation; and three days following the initial procedure, the original stent was replaced, the hematuria cleared and the patient stabilized.

Manufacturer narrative:
Involved device was not returned for evaluation and the lot number is unknown. Therefore, the failure investigation was limited to a review and assessment of information provided by the user facility. Results - are based upon assessment of user facility information. Conclusions - is based upon assessment of user facility information. The reported information does not indicate that any defect or malfunction of the guidewire device is suspected. The user confirmed that it is unknown whether the glidewire may have caused or contributed to the reported event. However, the device was in use during the reported event which required intervention. Therefore, this report is being submitted as a precautionary measure. The potential for such an event is addressed in the warnings/precautions section of the instructions-for-use. Specific statements in the IFU include: "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy. Excessive manipulation of the glidewire without fluoroscopic confirmation may result in vessel perforation"; and "if any resistance is felt, of it the tips behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All available information has been placed on file in quality assurance at the manufacturing facility or appropriate tracking, trending and follow-up.